Manufacturer narrative:
(B) (4).

Event description:
There were telemetry issues and the neurostimulator (ins) was overdischarged. The physician programmer was unable to communicate with the ins. A power on reset was created and the pt was able to charge the ins. The company rep confirmed that an overdischarge did occur and the ins was jump started using the antenna locator prior to surgery. The pt experienced pain at the pocket site, therefore, the ins was relocated from the gluteal area to the abdomen. A week after surgery, the pt was able to recharge with no issues.